Event description:
Philips received a complaint on the xl defibrillator/monitor indicating that the panel is blurry. The device was not in clinical use at the time the issue was discovered. The following functional tests were performed: the engineer used the ECG (electrocardiography) simulator and found that the picture was blurry and the display was not clear. Results of functional testing indicate that the bezel needed replaced. The device was operational after repairs were completed. The device remains at the customer site fully functional. No further action is required at this time.